Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00177 on 08/04/2017 for a (B)(6). 08/16/17 - additional information: based on the information provided this patient fits the chronic (B)(6) virus infection profile since the patient has a pre-existing medical condition (B)(6) patient), (B)(6). The affected patient is (B)(6). Siemens recommended to the customer to evaluate the patient sample by diluting with the negative quality control (qc) material, however saline was used. The patient sample is not kept onsite, and is not available for further testing. No conclusion can be drawn. The instruction for use (IFU) under the interpretation of results section states the following: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." "It is recognized that the current methods for the detection of hepatitis b surface antigen may not detect all potentially infected individuals. A nonreactive test result does not exclude the possibility of exposure to or infection with hepatitis b. A nonreactive test result in individuals with prior exposure to hepatitis b may be due to antigen levels below the detection limit of this assay or lack of antigen reactivity to the antibodies in this assay." The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the (B)(6) advia centaur xp hbsag result is unknown. The customer's runs approximately 1500 patient samples per month, and there have been no other (B)(6) results. Quality control (qc) results have been within acceptable ranges. Siemens is investigating. The instruction for use (IFU) under the interpretation of results section states the following: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." "It is recognized that the current methods for the detection of hepatitis b surface antigen may not detect all potentially infected individuals. A nonreactive test result does not exclude the possibility of exposure to or infection with hepatitis b. A nonreactive test result in individuals with prior exposure to hepatitis b may be due to antigen levels below the detection limit of this assay or lack of antigen reactivity to the antibodies in this assay."

Event description:
A (B)(6) advia centaur xp hbsag (hbs) result was obtained on a patient sample and considered (B)(6) compared to alternate hbsag test method results. The customer performed repeat advia centaur xp hbsag testing of the patient sample and the result was (B)(6). The sample was tested on two other alternate hbsag test methods, and the results were (B)(6). The patient sample was diluted with saline, and the advia centaur xp hbsag result was (B)(6). A (B)(6) result was reported to the physician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the (B)(6) advia centaur xp hbsag result.